Manufacturer narrative:
During the onsite investigation, the territory manager (tm) confirmed there were no issues with the energy or the energy monitoring system. However, the tm was able to reproduce the error consistently by slowly releasing the footswitch during a procedure. The tm instructed the user to completely release the footswitch when they want to interrupt the procedure. The tm completed a successful system verification to specifications. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "patient status is not known" (no information). Product problem(s): "surgery interruption due to secondary energy too low" (output energy incorrect). An opthalmic technician reports secondary energy too low and the surgery was interrupted at 80% complete. They were able to press ok and complete the procedure. Additional information has been requested.